Manufacturer narrative:
Serial number has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor and no issues were observed. Sensor plug removed and sensor plug assembly inspected, no issues observed. Sensor pack and applicator were not returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor pack and applicator have not been returned. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the products are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported adc freestyle libre sensor remained stuck in the applicator. As a result of the sensor being lodged in the applicator and the customer having been unable to manage their blood glucose, on (B)(6)2019, the customer experienced malaise and was unable to treat themselves. The customer had hcp contact and was treated in the hospital with unspecified medication for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc freestyle libre sensor remained stuck in the applicator. As a result of the sensor being lodged in the applicator and the customer having been unable to manage their blood glucose, on (B)(6) 2019, the customer experienced malaise and was unable to treat themselves. The customer had hcp contact and was treated in the hospital with unspecified medication for their symptoms. There was no report of death or permanent injury associated with this event.